Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was previously placed in a patient (age, gender, weight unknown). According to the complainant, during the stent removal it was noted that the stent had migrated up the ureter. The physician replaced the cystoscope and inserted a ureteroscope and was able to remove the stent without consequence to the patient. After the stent was removed from the patient, in one piece, it was noted that proximal pigtail had no curl (it was straight). The patient was reported to be "fine" at the conclusion of the procedure.